Manufacturer narrative:
Insulin pump received with a radio frequency pic failed self-test alarm during self-test due to faulty component on radio frequency board. Pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test and rewind. Unable to test with blood glucose meter due to radio frequency pic failed self-test alarm. Pump had minor scratched display window, cracked battery tube threads.

Event description:
Customer reported via phone call that meter was not sending information to insulin pump. Customer's blood glucose was unknown. During troubleshooting, alarm history showed excessive radio frequency pic failed self test alarms. Customer was advised that insulin pump would need to be replaced.